Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was visually observed. The machine alarmed. Estimated blood loss was 250ml. Pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.